Event description:
A pt reported blood glucose results of 25.7 mmol/l and 16.6 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%, thereby indicating a potential malfunction of the meter in terms of precision. The checkstrip test passed on the meter.